Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported unknown side pain and rupture. This record is for the right device. Device remains implanted.